Event description:
It was reported that the right ventricular (rv) lead pacing impedance had risen in the last four months and was now high, triggering a lead warning. Capture threshold had also increased. The pace/sense portion was replaced by an existing capped lead, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D234drg implantable cardioverter defibrillator (ICD) (B)(6) 2010; 4480 competitor implantable pacing lead (B)(6) 2006. (B)(4).